Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The outer black coating of the wire guide tip has separated from the orange spiral coating, but did not detach from the core wire guide. This damaged area is located near the distal end of the wire guide. The inner core wire is visible at the damaged area. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or profession of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If the wire guide received excessive pressure in response to resistance due to a severe stricture, this could have contributed to separation of the wire guide coating tip. The instructions for use caution the user to keep the wire wet for best results. Damage to the wire guide coating can occur if the wire guide lumen is not adequately flushed. If the endoscope of accessory device used with this device contains a burr, this could contribute to wire guide coating separation. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded omni tomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post-market feedback continues to become available.

Event description:
On (B)(6) 2011, the following information was provided by the user to the cook area representative: the sphincterotome was prepared as usual with flushing of the wire guide port and contrast port. The physician advanced the device through the endoscope accessory channel. When the wire guide was advanced out of the catheter, the user noticed that the wire guide was coiled and looked defective. The product was removed from the endoscope immediately. No section of the device detached inside the patient during use. A new one was opened and used to complete the procedure successfully. Clarification related to the appearance of the wire guide was requested. On (B)(6) 2011, the following clarification was provided: the wire guide was peeling at the patient end near the tip of the catheter. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.